Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they were having problems with a fast heartbeat. Follow-up information was received from the clinic indicating that noise was seen on the stored electrogram for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.